Event description:
Doctor reported event of "band port site infection" from journal article: "five-year outcomes of laparoscopic adjustable gastric banding and laparoscopic roux-en-y gastric bypass in a comprehensive bariatric surgery program", can j surg, vol. 52, no. 6, december 2009. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter, the connector type is assumed to be a taper ii. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band port site infection as: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."